Event description:
My mother was having a heart attack on (B)(6) 2024. Her pacemaker/defibrillator did not pace or shock her heart at no point before her heart started having a problem nor at the time. She passed away! I had medtronic run a test on the device that last week up to her death, and they stated the test showed no heart problems nor that day she had her heart attack. There was no shocks or pacing. I had them turn the device off that is why it was in my possession; I couldn't have my mother cremated with it.